Event description:
It was reported an asymptomatic patient presented for a routine device checkout due to normal eri. Unacceptable threshold on the rv lead was observed. Once lead was connected to the new device normal threshold values was observed. The lead remains implanted. Patient condition is good.